Event description:
It was reported that during a routine device replacement procedure, insulation damage was noted on the left ventricular lead as the physician attempted to insert the lead pin into the replacement device. The lead was repaired with medical adhesive and a suture sleeve; it remains in use. No patient complications have been reported as a result of this event.